Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10188. The pt received the scs system on (B)(6) 2011 consisting of two scs leads (from different lots). It was reported that the pt was involved in a head-on motor vehicle accident. The pt reported he no longer feels stimulation in his legs. X-rays were taken and no anomalies were noted. Lead impedances were tested and were noted to be within normal limits. Reprogramming initially resolved the issue. On (B)(6) 2011, the pt reported he does not feel stimulation in his feet. The physician advised that she will not pursue surgical intervention at this time as no migration was observed and two diagnostic tests have revealed normal impedances. The physician has elected to proceed with epidural injections to treat the pt's pain. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.